Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the article on the, "outcomes with two tapered wedge femoral stems in total hip arthroplasty using an anterior approach", it was reported that, one patient was noted to have a non-displaced fracture following trialing at the level of the lesser trochanter. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "outcomes with two tapered wedge femoral stems in total hip arthroplasty using an anterior approach", it was reported that, one patient was noted to have a non-displaced fracture following trialing at the level of the lesser trochanter. This event was treated intraoperatively with a single cable and without weight bearing restrictions, without further complication.